Event description:
Deployed a synergy stent in patient, and balloon did not rewrap properly and got stuck in guide catheter. Doctor had to pull everything out of artery along with wire and guide to get it out. Balloon is stuck at tip of guide.